Event description:
It was reported that when a patient presented for a device change-out, a single measurement of increased hv lead impedance was observed. The physician elected to take no action, and the lead remains implanted. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.